Event description:
In 2013, I had lap band surgery done over gastric bypass. I haven't felt good for a couple years and out of desperation went back to my bariatric doctor, who noticed the band had eroded into my stomach. I've had three surgeries so far because the band didn't just rolled into my stomach, but also into my intestines. I still have to have one more surgery. The manufacture of my lap band was allergan.